Event description:
Pressure bag would not hold pressure despite appropriate use to pump up pressure to 300 mg hg and secure stopcock. Nurse had to reinfuse pressure into the bag multiple times. This pressure bag was being used on the radial artery line. The physician was not able to save the arterial line and it had to be discontinued and restarted.